Event description:
Additional details from surgeon; pt developed endophthalmitis on post-operative day 2-3. Surgery had been a phaecoemulsification procedure with a trabeculectomy and was about an hour long. Upon diagnosis of endophthalmitis, pt was hospitalized for 10 days and was treated with a vitrectomy and intravitreal antibiotic injections. The lens was not explanted. Visual acuity was reported to be decreased to count fingers at last exam (06/17/19898).